Event description:
Information received indicates a monarc sling patient had presented to ER with vaginal drainage, groin pain, and necrotizing fascitis. She was admitted to ICU, where she was found to have a strept group a infection. Doctor stated that examination in or found a 1 mm opening in her midline scar, where mesh could be seen and that this was the presumed site of infection. The sling was removed. The patient is now home and on IV abx. This occurred one year post sling implant.